Event description:
Additional information from the rep indciated that it is only contact 13 that is over 40,000 ohms.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that the patient is getting good relief in her mid and lower back but wanted to see if they could get coverage in her upper back also. Hcp told the patient it could be tried but it was unlikely because it was higher than where the leads were placed for coverage. Rep attempted to reprogram using the highest lead and was only able to get a few inches higher into patient's upper back. While rep was programming, they did a routine impedance check and discovered that contact 13 was over 40,000 ohms. Rep also noted "contact 14 over 40,000 ohms". None of the programming were using this electrode so it is not affecting her therapy. At the end of the visit, the patient mentioned her charge times were slow, including communication issue while recharging. When rep looked at her charging diary, most of the sessions were fair in quality. Rep had the patient show them what she was doing to charge and discovered that when she sits against the chair the recharger paddle was not maintaining good contact with her back due to the natural curve of her back. Rep folded a small jacket up and placed it over the patients lower back and this held the recharger in position and maintained an excellent connection. Rep suggested to the patient that she fold a small towel or use a small pillow to sit against when she is at home charging. This seemed to resolve her charging concerns.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.